Event description:
It was reported that during the use of the device for a cardiopulmonary bypass procedure, per the perfusionist (ccp), since the update of software on the blood parameter monitor (bpm) that has occurred over the past few weeks, there are several reports of discrepancies not previously noted with the bpm monitors. Specifically, those discrepancies deal with saturated venous oxygen (svo2) reading lower than expected. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00226. This bpm has software version 1.69.